Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-july-2011) is considered to be a best estimate. This emdr represents the bard mesh - composix l/p w/ echo (device 1). An additional supplemental emdr was submitted to represent the bard mesh - composix l/p (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of composix l/p mesh with echo (device 1) and composix l/p mesh (device 2). Per op notes, "a composix l/p mesh with echo (device 1) and composix l/p mesh (device 2) were placed into the anterior abdominal wall using tacks." (B)(6) 2019 - patient was diagnosed with multiple recurrence of ventral hernia and extensive lysis of adhesions thereby underwent repair with removal of old mesh (device 1 and device 2). Per op notes, "lysis of adhesions was performed. The entire old meshes (device 1 and device 2) were removed. Dissection was carried to the dense scar tissue. A synthetic mesh was placed."